Event description:
Customer states that the device did not deliver a shock during a procedure. There is no reported patient involvement.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.